Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator for essential tremor movement disorders. It was reported that the patient¿s ins was depleting fast. The patient also currently has tremors. It was not indicated when it was first noticed that the battery was depleting fast.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.